Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a non significant occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The catheter was returned but analysis has not yet been completed. An additional report will be sent once results are made available. Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: catheter; product ID: neu_ascenda_cath, serial# unknown, product type : catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6) 2014 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-dec-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient was scheduled for a catheter revision after the patient presented with baseline spasticity and the managing hcp attempted to access the catheter access port (cap) three times and received negative aspiration. There were no known environmental/external/patient factors that may have caused or contributed to the event. Upon opening the patient's pump pocket, an catheter aspiration was done and showed the catheter to be patent. A new pump was then put on the old catheter and one final aspiration was done and showed a blood tinged cerebrospinal fluid (csf) backflow. The hcp agreed something was wrong with the catheter and tied off the catheter and implanted a new one. The patient was started on a new starting dose of 100 mcg per day and the hcp asked the patient be admitted for any titrations that need to be made post surgery. It was reported that the patient had a fully functioning new system at this time. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. Additional information was received from a company representative (rep) reporting that the catheter on aspiration was blood tinged. It was reported that the old catheter was tied off and a new one was put in. The patient has a new functioning system at this time. The old catheter had been discarded. The pump was replaced because they were in there anyways so they replaced the device out as well. Nothing was wrong with the pump and it was replaced proactively.